Manufacturer narrative:
Serial # exceeded allowable character limits: (B)(4).

Event description:
A computer software error has been verified for a model 101 from a review on (B)(6) 2015 of the (B)(6) programming history database spreadsheet and periodic review algorithm. On (B)(6) 2001, the day of implant, the device was interrogated, a "leadtest" was performed, a second interrogation was performed and the settings were indicative of an interrupted system diagnostic test. The settings were not corrected during the implant and the patient left at unintended settings.